Event description:
It was reported that the patient with this pacemaker expired one day post-implant. The patient advocate stated that the cause of death was that his heart gave out. No allegations were made against the device.